Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad traces. No button error alarm during testing. Insulin pump received with normal operating currents and no unexpected fail battery alarm occurred during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after the keys on the insulin pump were not responding during a rewind attempt. The customer stated he had been sick the night before and perspiring heavily, and the insulin pump was exposed to moisture. He was advised to revert to a back-up treatment plan of manual injection. The customer's blood glucose level was 147 mg/dl. Nothing further was reported.